Manufacturer narrative:
The second polyaxial screw reported is of the same product part number but contains a separate manufacturing lot number ; a 692540 manufactured 6/1/2015. An evaluation is not possible at this time. The user facility has not returned the proximal sections of the explanted polyaxial screws to the international distributor. A review of the device history records revealed no manufacturing, processing or design related irregularities. The records indicate the implants were properly manufactured and released in accordance with design specifications. Upon the receipt of additional information and/or the implants in question, a follow up report will be submitted.

Event description:
Post op x-rays taken (B)(6) 2016 revealed two (2) polyaxial screws located at l5 had fractured and broke. Revision surgery was conducted (B)(6) 2016 to remove and replace the zodiac construct. The proximal sections of both screws were removed without issue, while the distal threaded portions remain entrapped within the right & left side of the patients l5. The zodiac degenerative spinal fixation system was originally implanted on (B)(6) 2015 from the l3 to l5.